Event description:
Reporter stated that patient received the following results on advantage system compared to 2 different professional meters within 5 minutes: 1. 291 mg/dl (advantage system) and 125 mg/dl (professional meter) 2. 285 mg/dl (advantage system) and 135 mg/dl (professional meter) sets of results were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).